Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed. The returned product was dimensionally inspected. Photographic images were made of returned product.(B)(4).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00691.

Event description:
Allegedly revised due to metallic wear debris and loosening of the acetabular component.